Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on and a ¿burning smell¿ came from the device. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on and a ¿burning smell¿ came from the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
The customer's device was forwarded to the physio-control failure analysis center, however the carrier confirmed that the shipment had been lost and that an investigation was not able to locate the shipment. Therefore, the cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Event description:
The customer contacted physio-control to report that their device would not power on and a ¿burning smell¿ came from the device. There was no patient use associated with the reported event.